Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Serial number was reported incorrectly on initial MDR as (B)(4). The correct serial of (B)(4).